Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the delivery catheter failed to release the leadless pacemaker inside the body. The device was retrieved, and a new leadless pacemaker was implanted successfully with a new delivery catheter. The patient condition was stable.

Manufacturer narrative:
Correction for h11: added device history record review - a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to separate was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. No problem was detected.